Event description:
Customer reported: patient for shoulder surgery is planned for general anesthesia, due to obesity the difficult airway procedure is used and relevant equipment is at hand. As expected normal intubations is not possible, mcgrath laryngoscope and tracheal preassure gives some view over trachea. When trying to intubate with the desired shape of the et tube the stylette looses shape and intubation is not possible, this happens 3 times, and the patient is intubated easily in 4th attempt with other brand stylette. Desaturation is reported to 80% in between attempts. Light bleeding and possible edema of the airway is reported, this requires medical treatment with steroids.  No actions taken locally. This is an old case that has been reported to the danish authorities as case (B)(4). The issue is the same as in track wise: (B)(4).

Manufacturer narrative:
(B)(4). Sample was not returned for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: unfortunately, no sample was sent for evaluation. A review of the device history record could not be reviewed due to no lot number being reported. During the manufacturing process review, it was observed that all employees are trained per the applicable procedure. With each work order for stylets that is manufactured, supervisors are responsible for verifying the training of personnel involved in the job. All employees involved in the manufacturing of finished stylets have been trained on the applicable procedure, stylet assembly, and all quality control personnel responsible for the inspection and release of stylets have also been trained- final inspection ¿ stylets. A comprehensive review of the design history records for s1000neu has been performed. There have been no changes related to any of the material or processing steps for this product since the initial release for production on oct 2009. Further review evidences that there have been no issues recorded that relate to the reported condition. There is no specific iso standard that indicates a tensile strength/malleability requirement for a stylet. However, lot based verification processes certify that product meets specification standards for the material of the wire (c-1008) contained within the product. The material that governs the tensile strength of the stylet is the stylet wire. A certificate of analysis (coa) is received with each lot received from the supplier. The coa indicates that the material of the wire is annealed conditioned steel wire as required by the product specification and the product meets specification of standard astm a-510. Based on the investigation and without a sample, per the data reviewed, the product meets the defined specification. Carefusion will continue to trend and monitor this issue.